Manufacturer narrative:
The reagent lot number is 861352. The field service engineer (fse) checked the pre-analytic instrument, the sample probe, and the reaction cell. The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The customer was prompted to repeat the sample as the total bilirubin result was accompanied by a data flag. The initial result was 1.32 mg/dl. The sample was recentrifuged, aliquoted into a sample cup, and repeated. The repeat result was 0.0976 mg/dl.

Manufacturer narrative:
The root cause of the event was found to be consistent with pre-analytical sample handling issues. Correct pre-analytic sample handling is within the customer's responsibility. No product problem was identified.